Event description:
The lift seat was in the midway position and an assistant was sent to move the lift from the pool side. As the lift was tipped to disengage the base from the anchor "t"s the seat slid down the mast, as it moved it cut the finger of the assistant. One person involved.